Event description:
Three (3) lpns(licensed practical nurses) brought safety glide needles that malfunction - total of 7 needles. They stated that they then tried another needle (same lot) and they worked. This was the 25g x 1 inch safetyglide needle. Reference reports: mw5144840, mw5144841, mw5144843, mw5144844, mw5144845, mw5144846.